Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: social media.

Event description:
Customer reporting false positive sars result. Customer communicated the result was confirmed negative by a follow up pcr (unknown timeframe between tests). Symptomatic status of patient is unknown.